Event description:
A customer reported that he footswitch was mechanically blocked during a cataract surgery. Another footswitch was used and the procedure was completed with no patient impact. No additional information is expected.

Manufacturer narrative:
A service visit was performed investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The company representative unblocked and cleaned the footswitch. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).